Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that they suddenly had not been as good, they had a loss of therapy, and a return of parkinson's disease symptoms. The patient checked the implantable neurostimulator (ins) and they found the ins had turned off. The patient programmer had not been used and the patient charged the ins about once a week. The patient could not think of anything that would have turned the ins off. The hcp turned the ins back on for the patient and the issue was resolved. No surgical intervention occurred or was planned. The patient's indication for use is parkinson's disease.